Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013, the ventricular lead exhibited a loss of capture. On (B)(6) 2013 the lead was capped and replaced during a routine pulse generator change out.